Event description:
An emergency medical tech (emt) connected the device to a pt described as in full arrest. The pt's chest was described as extremely hairy. No skin prep was performed by the emt prior to placement of the defibrillation electrodes on the pt's chest. Reportedly, the device repeatedly prompted connect electrodes. The emt pressed the applied electrodes against the pt's chest and the device successfully performed an analysis of the pt ECG, after a delay of approx 6 minutes. Advanced life support crew arrived on scene at this time and used a lifepak 10 defibrillator/monitor in an attempt to defibrillate the pt. The pt remained unresponsive to defibrillator therapy and admin of various medications. The pt was not resuscitated. The rptr stated the reported discrepancy did not cause or contribute to the death of the pt, based upon a lack of pt viability.